Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records that were provided and reviewed by a health care professional. Review of the available records identified the following: estimated blood loss: 400 cc posterior approach utilized, acetabular component impacted into position and achieved good stability in appropriate anteversion and external rotation, continued to broach the femoral canal to size with excellent fit and fill with rotational stability. Stable to flexion and internal rotation as well as full tension, abduction and external rotation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): a 139266, m2a magnum taper adapter 52-60mm, 568030. Us157858, m2a magnum pf cup 58odx52id, 563550. A 11-103207, taperloc por femoral lat 13.5x147, 417740. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07404.

Event description:
It is reported that the patient underwent irrigation and debridement surgery with a head and liner exchange to treat an infection ten days post implantation. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.